Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Consumer reported via e-mail that tampon strings were cut where the applicator ended. No injury reported.